Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual evaluation of the returned product identified signs of usage and what appears to be bone pieces attached to the implant external threads. No apparent malfunction identified. The product matched print specification when measured against print specifications. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. No pre-existing conditions were noted on the product experience report. The reported device was located on tooth 5 and was used for approximately 2 days. X-ray or picture was not provided to aid in investigation. A device history record review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. The product's sterilization record was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complainant reported that the patient came back the following day with severe pain and swelling so implant was removed due to pain and swelling. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the patient came back the following day with severe pain and swelling so implant was removed due to pain and swelling. Patient to return in for graft and implant replacement.